Event description:
It was reported impedance values were >10000 ohms. Contacts 2-5 were "shorted." These contacts were not programmed and the reporter was aware not to use these two together. The patient was getting good therapy despite the reported issue.

Manufacturer narrative:
(B) (4).